Manufacturer narrative:
(B)(6). (B)(4). Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent a procedure on (B)(6) 2015 for a fractured right femur and had a proximal femoral nail antirotation (pfna) nail implanted. It was found that the patient's implanted helical blade had backed out and it was removed on (B)(6) 2015. On (B)(6) 2015 the patient's pfna nail and distal screws were removed. There were no issues found with the locking bolts. Patient outcome post surgery was reported as the patient had to be monitored and to be in traction post operatively. This report captures the removal of the pfna nail and bolts, the removal of the helical blade is reported under (B)(4). This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Event date: unknown. Part 459.400, lot 5934427: manufacturing site: (B)(4). Manufacturing date: may 04, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: all received bolts have sings of usage, but they are not damaged or broken, otherwise they are in very good condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. Based on these findings and those aren¿t responsible for this issue (blade backed-out). No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.